Event description:
A customer observed a positively biased quality control results, following calibration of vitros total b-hcg ii on the vitros eciq analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as the customer did not process pt samples while quality control was unacceptable. The report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
Investigation into this event found no evidence to suggest that the vitros eciq or vitros total b-hcg ii assay were not operating as expected. The investigation determined that the customer's b-hcg ii calibration parameters were not typical, resulting in positively biased quality control results. An alternate set of calibrators was reconstituted and produced acceptable calibration parameters and quality control results. The root cause of the positively biased b-hcg ii quality control results is unk, however, a reconstitution error with the original set of calibrators cannot be ruled out.